Manufacturer narrative:
(B)(4). The customer reported to have replaced the exhalation flow sensor. The covidien service engineer (se) inspected the device and found the bottom seal of the exhalation flow valve was installed upside down. The se installed the seal properly and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.